Event description:
During follow-up, it was reported that this peritoneal dialysis (pd) patient had been hospitalized twice for the same peritonitis case. The patient went to the hospital on (B)(6) 2025 due to abdominal pain and shortness of breath. The patient was admitted to the hospital. The patient was diagnosed with peritonitis and pneumonia. The pneumonia was not related to use of the liberty select cycler or other fresenius product(s). Pd cultures were obtained. The antibiotic therapy was unknown. The pd cultures were positive for resistant enterobacter and acinetobacter (no species documented). The patient was discharged on (B)(6) 2025. The patient showed no improvement and was admitted to the hospital again on (B)(6) 2025. The patient¿s pd catheter (not a fresenius product) was removed and replaced. The patient was discharged on (B)(6) 2025. The cause of the peritonitis event was not documented. The patient continued pd therapy during recovery.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation of a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although the cause of the peritonitis event was not documented, ¿enterobacter spp. Is part of the normal flora of the gi tract, may colonize the upper aerodigestive tract and gu tract, and are widespread in the environment. Peritonitis with this organism likely is caused by touch contamination or an intra-abdominal source¿. Furthermore, ¿acinetobacter leading causes of infection were sterility break and gi microflora translocation¿. This organism is ¿inherently resistant to most antibiotics and has a relatively high incidence of therapeutic failure, catheter removal, and mortality¿. The patient¿s pneumonia diagnosis was unrelated to the use of any fresenius product(s) or pd therapy. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During follow-up, it was reported that this peritoneal dialysis (pd) patient had been hospitalized twice for the same peritonitis case. The patient went to the hospital on 05/jun/2025 due to abdominal pain and shortness of breath. The patient was admitted to the hospital. The patient was diagnosed with peritonitis and pneumonia. The pneumonia was not related to use of the liberty select cycler or other fresenius product(s). Pd cultures were obtained. The antibiotic therapy was unknown. The pd cultures were positive for resistant enterobacter and acinetobacter (no species documented). The patient was discharged on (B)(6) 2025. The patient showed no improvement and was admitted to the hospital again on (B)(6) 2025. The patient¿s pd catheter (not a fresenius product) was removed and replaced. The patient was discharged on (B)(6) 2025. The cause of the peritonitis event was not documented. The patient continued pd therapy during recovery.